Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels after a bolus delivery from the insulin pump. The blood glucose readings fluctuated, going as low as 43 mg/dl. The most recent blood glucose reading was 137 mg/dl. The customer had called to request assistance with programming his meter into the insulin pump, but it was found that the insulin pump had a bolus delivery screen and was in the process of delivering 25 units of insulin. He was unsure whether the device was supposed to be delivering a bolus, but then he advised that it should not have. He received a lost sensor alarm but was not using the continuous glucose monitoring system. He reported that the time on the device was off by 10 minutes, and this was corrected upon troubleshoot. He treated low blood glucose with cookies and juice. He stated that he did not remember programming the bolus. He declined further troubleshooting and stated that he could handle it from there. Nothing further reported.